Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. The valve was broken and caused blood regurgitation right after inserted into the patient¿s body. The issue was resolved by changing the sheath to another one. There was no patient consequence. The physician commented that it is considered that the event occurred because the physician who entered the support inserted it randomly. Additional information was received indicating the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body and the issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the amount blood that was lost is unknown.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4) on 1-apr-2022, it was noticed that an incorrect h6. Medical device problem code was reported in the 3500a initial MDR. Please consider code of fluid leak (a050401). Please consider this incorrect code removed. The correct code remains material separation (a0413) and was already reported in the 3500a initial MDR.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. The valve was broken and caused blood regurgitation right after inserted into the patient¿s body. The issue was resolved by changing the sheath to another one. There was no patient consequence. Device investigation details: additional information received on (B)(6)2022 indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001763 number, and internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on(B)(6)2022, it was noticed that the following information reported under supplemental medwatch (follow-up) report # 1 was inaccurate: in field "h2. If follow-up, what type?", "correction" should have also been selected and reported. In field "g3. Date received by manufacturer", the reported date of "(B)(6)2022" was incorrect. The correct date should have been "(B)(6)2022" as this is the date it was discovered that information indicating the device was not available for return was received on (B)(6)-2022 (prior to initial MDR submission) and inadvertently omitted from the initial medwatch report.